Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
B5 updated. H6 updated. The investigation is still ongoing.

Event description:
The complainant reported further information that the impella kinked where the catheter and cannula meet above the motor.

Event description:
It was reported that during implantation of an impella cp the device kinked and could not obtain adequate flows. The impella was explanted and a new device was used for patient support. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.